Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. The shock impendences were noted to be gradually rising. This lead and device remain in service. No adverse patient effects were reported.